Event description:
It was reported that the patient was monitored remotely via Merlin.net. Review of the transmissions showed an unknown threshold, and episodes of atrial tachycardia/atrial fibrillation (AT/AF) suggesting a potential loss of capture on the right atrial (RA) lead. The RA lead also exhibited P-wave amplitude variation. No intervention was reported.